Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had an infection. Reportedly, the patient received shock and had surgery. The patient also felt pain around the site. The patient was treated with intravenous antibiotics. A revision was performed and the ICD remains in service. No additional adverse patient effects were reported.